Event description:
On 05/13/2009, the pt reported that both the up and down buttons are not functioning consistently and the infusion device does not beep or vibrate after button presses. He first noticed this 2 weeks ago while attempting to bolus. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.